Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that there were air bubbles about half way through the tubing when about to perform high pressure test on the insulin pump. Customer's blood glucose was 670 mg/dl. Troubleshooting was done. It was found that patient does not wait until the insulin comes into room temperature. The customer was advised to wait 20-30 minutes before inserting insulin stored in the refrigerator into the insulin pump to prevent gassing out. Customer will call back to complete the troubleshooting. No further information provided.